Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair (tep), when the device was in the rectus sheath, the inside rim of the distension balloon cannula seal was broke, the device leaked air and the abdominal pressure was lost. They are not sure if it was broken prior to placing the scope or if the 12mm scope broke the seal. They had to grab another device to complete the case. There was no patient injury.